Event description:
It was reported that during a routine device replacement procedure, difficulty was encountered with loosening the set screws in the header of this subcutaneous implantable cardioverter defibrillator (s-ICD). A second torque wrench was used and the set screws were successfully loosened and the electrode was removed from the device header and reused with the replacement device. It was reported that one of the torque wrenches that was used was a non-boston scientific torque wrench. The device was explanted and the procedure was completed. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Three wrenches were returned with the device. Two of the returned wrenches were not the correct wrenches for the device and were not wrenches issued by boston scientific. The third wrench was a boston scientific wrench. Visual inspection noted the set screw was stuck in the up position and would not turn using the correct wrench. Detailed analysis determined that the set screw required torque above the limit of the wrenches issued to turn the set screw. Laboratory analysis noted that the set screw can become stuck with too much turning and concluded this set screw may have been turned too much during the explant procedure. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.